Event description:
It was reported the pt stopped charging the ipg (implantable pulse generator) due to an increase in charging frequency after she had an accident. F/u info suggested the physician had planned for an ipg replacement at a future date.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.